Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.